Manufacturer narrative:
Analysis received the unit with blank display due to corroded electronic assembly. Analysis was unable to verify failed battery test alarms, battery out limit alarms, or keypad anomalies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated the insulin pump received failed battery test alarm and a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.